Event description:
It was reported that the patient was not alarming upon arrival to the hospital. All batteries and battery clips on hand appeared to have been in working order with the universal battery charger (ubc). A review of the history showed low voltage advisory, power cable disconnect alarms, which were followed by low voltage warnings and then more power cable disconnect alarms. The time stamps of the alarms matched the patient's recollection of the events. Following review of the log files by tech services, it appeared that the device had functioned as intended. No batteries were removed from use. The cause of the low voltage advisories was not determined for certain.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via the submitted log files. Data from the reported event date of 07sep2025 in the submitted system controller event log file was reviewed. On (B)(6) 2025 from 00:31:04 ¿ 01:08:36 while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with both power cables being outside the expected voltage range. On (B)(6) 2025 at 00:31:26 and 00:31:28 the low voltage alarm activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The alarms were not associated with a power source exchange and cleared shortly after each time. There were other instances of invalid rsoc faults without an associated alarm active. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that the patient exchanged the batteries which were fully charged. The patient changed back to their original batteries and reportedly had no further alarms. All batteries and battery clips on hand appeared to be in working order. The system controller was exchanged to rule out any wire fatigue in the power leads, though there is no obvious damage upon visual inspection. Additional information provided stated that no batteries were removed from use, the cause of the alarms is unknown, the alarms resolved, and no products would be returned. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use, rev. D section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. A section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use, rev. D section 8-¿equipment storage and care¿ and heartmate 3 patient handbook, rev. A section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into the emergency department due to concerns for connect power alarms while using batteries, the patient swapped to new fully charged batteries, which did not resolve the alarms. The patient then switched back to the original batteries and the alarms resolved. The system controller was exchanged for peace of mind and to rule out any wire fatigue in the power leads, though there was no obvious damage on visual inspection. Log files were submitted for review which captured power cable disconnect alarms. It was recommended that the patient's batteries and battery clips be cleaned with an alcohol wipe, and to replace the batteries and battery clips if the cleaning does not resolve the issue. The alarm did not reoccur.